Event description:
Boston scientific received information that during the elective procedure to replace this patient's pacemaker, this atrial lead was found to be dislodged. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.